Event description:
It was reported that a pt underwent a repair of strangulated incisional hernia in 2009. The procedure was an intraperitoneal placement of mesh. A surgical drain was placed intra-operatively due to the pt's obesity, more difficult dissection and tendency to bleed. Long term drainage occurred and the drain was left in situ and antibiotics were given. The discharge summary five days later, indicates that there was long term fluid drainage out of the redone drain.

Manufacturer narrative:
Date sent to the FDA: 11/05/2009. Prolonged drainage occurredn no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.